Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. Concurrent conditions included cystic fibrosis, penicillin allergy, mood swings, amenorrhea, stress, menstrual disorder, abdominal pain, irritable bowel syndrome, bloating, diarrhea, obesity and irritable bowel syndrome. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and depression ("it will be another thing that will hurt or make u depressed"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the perforation and depression outcome was unknown. The reporter considered depression and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion secondary to essure micro-inserts. Concerning the injuries reported in this case, the following ones were reported via social media : depression. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Event - "it will be another thing that will hurt or make u depressed" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. Concurrent conditions included cystic fibrosis, penicillin allergy, mood swings, amenorrhea, stress, menstrual disorder, abdominal pain, irritable bowel syndrome, bloating, diarrhea, obesity and irritable bowel syndrome. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and depression ("it will be another thing that will hurt or make u depressed"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the perforation and depression outcome was unknown. The reporter considered depression and perforation to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion secondary to essure micro-inserts. Concerning the injuries reported in this case, the following ones were reported via social media : depression. Most recent follow-up information incorporated above includes: on 29-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. Concurrent conditions included cystic fibrosis, penicillin allergy, mood swings, amenorrhea, stress, menstrual disorder, abdominal pain, irritable bowel syndrome, bloating, diarrhea, obesity and irritable bowel syndrome. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and depression ("it will be another thing that will hurt or make u depressed"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the perforation and depression outcome was unknown. The reporter considered depression and perforation to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion secondary to essure micro-inserts.. Concerning the injuries reported in this case, the following ones were reported via social media : depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.